Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product model/serial numbers. The model listed in the pli is a representative, as there is no specific model listed. The date of death is not available at the time of this report and there is no direct correlation with device lot/serial/manufacturers numbers. The baseline gender/age characteristic is male/(B)(6), for the patients referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿characteristics and prognosis of pacemaker-identified new-onset atrial fibrillation in japanese people.¿circ j 2017; 81: 794 ¿ 798 doi: 10.1253/circj.cj-16-1018. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generator (ipg) systems. Multiple patients and manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/manufacturer serial numbers. The article indicated that there were patient deaths. There is no allegation of device-death relatedness indicated in the article; however, the cause of death and device-relatedness has been requested, but not yet received. There were also patients who suffered strokes, and patients who were admitted to the hospital for ¿worsening heart failure.¿ the article also indicated that there were patients who acquired ¿new-onset atrial fibrillation (af).¿ the status of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.